Manufacturer narrative:
The device used in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the returned wand show minimal electrode/screen wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After bypassing the error e-7 the device formed plasma on the screen/electrodes. The suction line was tested and was clogged by dried parts of tissue on the suction openings; a back flush could not clean the line and the suction is still clogged; the complaint was not verified and the root cause not could be determined with certainty. Potential factors unrelated to the design and manufacture of the device that may lead to the error include (1) it is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or (2) there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy + adenoidectomy surgery, the energy of the wand decreased, and the ablation function could not be used. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that this unit had a broken electrode, making this a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.